Manufacturer narrative:
Unknown/ not provided. Patient information cannot be provided due to personal data privacy legislation/policy if explanted, give date: not applicable, as lens remains implanted. Initial reporter telephone number: (B)(6). Device evaluation: the product testing could not be performed as the product was not returned (the lens remains implanted). Visual inspection of the customer provided photographs show the complaint simplicity¿s cartridge with a lens stuck in the cartridge, with the plunger rod overriding the lens, with part of the lens protruding from the cartridge tip. The cartridge tip was also identified to be deformed. Cartridge damage can also be observed and stress mark leading to a hole on the neck of the cartridge was identified. The hole in the cartridge is consistent with the plunger rod poking through the cartridge. Due to no product being returned for investigation, no further product evaluation could be performed. The complaint issue was identified during product evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Therefore, there is no indication of a product deficiency or product malfunction. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search of complaints related to this production order (po) was performed. The search revealed that no additional complaints were received for this po. No escalation required. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that when the doctor was screwing the preloaded intraocular lens (iol), the lens was not moving through the tip of the cartridge. Lens was partially inserted and the cartridge tip split open. Doctor took the lens out and re-inserted it through an alcon cartridge and inserter. Surgery was completed with no negative impact on the patient. However, there were three marks on the square edge of the iol. The iol remains implanted. No intervention performed. No further information available. This report is for the first lens listed on the intake form. A separate report is being submitted for the second lens involved.